Event description:
Approximately one month post hvad implantation, the vad coordinator reported that this patient experienced a high priority alarm and blank led screen when attempting to connect the ac adapter to the controller. The patient went to the restroom with only one power source connected. Upon inspection by the vad coordinator the ac adapter's locking mechanism was determined to not be working properly, and showed a power disconnect on the controller when connected. The ac adapter was replaced and has been returned to the manufacturer for evaluation. There was no reported patient injury as a result of this event.

Manufacturer narrative:
Cac adapter analysis results: the event code "no power" was confirmed. The unit was connected and unable to power up during testing. An internal visual was performed on unit where the "rt1" fuse was found "open" rendering the unit inoperable. While the exact cause of the reported event cannot be conclusively determined, it is likely that a surge in power may have caused the event. DHR review results: a review of the controller ac adapter's manufacturing records and incoming inspection records indicated there were no ncmrs generated that could be attributed to the reported event. Upon completion of the review, it was concluded that the ac adapter met all the internal requirements prior to its qa release process. Moreover, there is no evidence that the manufacturing process was a contributory factor to the events reported under this complaint.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The site exchanged the cac adapter and returned the device to the manufacturer for evaluation. There was no reported injury as a result of this event. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed a controller power up and motor start. The reported event was confirmed during testing; the unit was connected and unable to power up during testing. An internal visual inspection was performed on the unit which revealed an open fuse, rendering the unit inoperable. While the exact cause of the reported event cannot be conclusively determined, it is likely that a surge in power may have caused the event. There are no known clinical or user related factors that could have contributed to this event. The most likely root cause of the reported event is an open fuse, rendering the unit inoperable. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instruction for use (IFU) instructs the patient to always have at least on power source connected at all times. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Manufacturer narrative:
The site has indicated that the pump remains implanted and that the cac adapter has been received and is awaiting further analysis. Product remains implanted.